Manufacturer narrative:
Manufacturer reference: (B)(4). Catalog number: unknown but referred to as a cook günther tulip filter. Since catalog number is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2013 at (B)(6)". Additional information received 07dec2015: "first experienced symptoms 3 to 4 months after it was placed. Claims device is unable to be retrieved." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided additional information received 07dec2015: severe chest pain, inability to remove, "always in pain and discomfort not able to do a lot of things".

Manufacturer narrative:
(B)(4). Summary of investigational findings: no imaging provided and patient's medical records are unknown at this time. Consequently it is not possible to comment on the filter being unable to be retrieved. Also, it is not possible to comment on the severe chest pain, and the patient allegedly being "always in pain and discomfort not able to do a lot of things." Filter retrieval it is occasionally difficult. Several case reports published in articles, describe successful retrievals of filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2013 at (B)(6)". Additional information received 07dec2015: "first experienced symptoms 3 to 4 months after it was placed. Claims device is unable to be retrieved." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided additional information received 07dec2015: severe chest pain, inability to remove, "always in pain and discomfort not able to do a lot of things".

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/07/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to dvt, pe. Plaintiff is alleging device is unable to be retrieved, severe chest pain. No retrieval attempts were noted.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference: (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, device is unable to be retrieved, other: severe chest pain". Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.